Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: additional pro code (product code): lit. G4: additional premarket / 510(k): k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.